Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. Two weeks prior to contacting lfs, the patient reported obtaining values of "66, 132, and 113mg/dl" on her lfs meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds the expected value of (B)(4). The patient reported using insulin pump therapy (unknown type) to manage her diabetes. The patient reported that she tests her blood glucose more than 5 times a day. The patient denied developing any symptoms due to the alleged issue. However, the patient reported drinking orange juice "just in case" on (B)(6) 2012 at 8:20am, despite not having any symptoms. During the time of troubleshooting, the cca confirmed the patient was using the same approved sample site to obtain the samples. The cca noted the subject meter was in the correct unit of measurement during the time of testing. The cca documented that the patient's testing process was correct and her test strips were in good condition. The cca confirmed the patient's test strip vial was not cracked or broken. However a control solution test was not run because the patient's control solution was expired. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.